Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure in the femoral artery, a 7 fr sheath was placed and a 7x80 mm armada 35 catheter was advanced. The balloon was inflated to 14 atmospheres in the stenosis of the lesion; contrast was noted to be leaking at the inflation connection site (hub). Reportedly, the armada 35 was prepped per the instructions for use with no issues noted. Another balloon was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.